Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that eight days post implant, the patient was admitted to the hospital with complaints of chest pain and lead dislodgement was suspected. The right ventricular lead thresholds were high and echocardiogram showed pericardial effusion due to perforation of the right ventricular free wall. The lead was repositioned and remains in use. The patient's hospitalization noted to be prolonged. No further patient complications have been reported as a result of this event.